Event description:
It was reported that an ivc filter did not fully open once deployed. Reportedly, it appeared that the legs and the arms of the filter both failed to open. There was no resistance encountered during deployment of the filter. Another ivc filter was implanted above the filter via the same access site without incident. No report of injury to the pt.

Manufacturer narrative:
The filter remains implanted. Therefore, a device eval could not be performed. The investigation is currently underway.